Manufacturer narrative:
The investigation has determined that a higher than expected phenobarbital (phbr) result was obtained from a non-vitros biorad level 1 quality control fluid using vitros chemistry products phbr slides lot 2511-0107-8274 on a vitros xt 7600 integrated system. The assignable cause for the higher than expected vitros phbr quality control result is unknown. An issue with the non-vitros biorad control fluid cannot be ruled out as a contributor to the event. The customer processed qc fluids three times on (B)(6) 2024, the day that the event occurred, and it was unable to be confirmed if the fluid was left out between runs. Historical vitros phbr was not running as expected, however the current performance of the vitros phbr assay is acceptable, indicating that an issue with vitros phbr lot 2511-0107-8274 is not a likely contributor to the event. No precision testing was performed on the vitros xt 7600 integrated system, however there was no indication that the system malfunctioned. Continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros phbr reagent lot 2511-0107-8274.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a higher than expected phenobarbital (phbr) result was obtained from a non-vitros biorad level 1 quality control fluid using vitros chemistry products phbr slides lot 2511-0107-8274 on a vitros xt 7600 integrated system. Vitros phbr biorad level 1 lot 85360 result of 13.56 ug/ml versus the expected result of 10.55 ug/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected vitros phbr result was obtained from a quality control fluid and no results were reported from the laboratory. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).